Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had a sudden drop of remaining longevity. It was reported that the device went from a battery status of 2 years remaining with 100 beats per minute (bpm) magnet rate to less than 5 months with magnet rate of 90 bpm in a 3-month time. Boston scientific technical services (ts) discussed about binning and suggested to turn off auto capture feature. Attempts to obtain additional pertinent information were unsuccessful. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Per field representative's reply, this device was discarded by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that this device was already explanted. No additional adverse patient effects were reported.